Event description:
Per complaint (B)(6), a patient experienced prolong numbness after the placement of their dental implant. Nerve damage was reported and removal was necessitated. The implant was removed one year after initial placement. The procedure was completed within the same visit.